Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to volcano policy. Pre-decontamination visual and microscopic inspections were performed on the returned crux filter. The delivery system was not returned with the filter. It was observed the filter was in two pieces. The cw and ccw wireforms were fractured. The ccw wireform was fractured approximately 1mm below the l1 side tissue anchor crimp. The cw wireform was fractured approximately 10mm below the r1 anchor crimp. The remaining 10mm portion of the wireform below the crimp was kinked at 2mm from the crimp. The cranial retrieval tail was bent about 45 degress counterclockwise, and it appeared the caudal retrieval tail was bent downward from resting position. Both plasma balls and marker bands were present. All crimps and anchors were also present. The l2 extended anchor was slightly bent in the cranial direction and the webbing was wrapped around it. There was bunching of the webbing and a portion of the webbing was unwound. There was also bunching of the ptfe tubing, most significantly near the caudal end of the ccw wireform fracture site. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints were reported for this same failure mode within this lot. We will continue to monitor these types of complaints.

Event description:
It was reported during the procedure for retrieval of a crux 7024 filter on (B)(6) 2015 ultra sound images revealed the filter was fractured. Procedure details: the physician was going to approach from the left groin, access via ultra sound. At that point physcian learned filter was fractured and cobbled together a retrieval kit using a 15 mil goose neck snare, 6fr introducer, and 10 fr cook check flow introducer. The caudal portion was retrieved via femoral approach. The cranial was retrieved via jugular approach. After the procedure, physician reviewed patient's history. A CT scan from july showed the filter was intact. A CT scan from (B)(6) showed a fracture on one side of the filter. Patient was discharged as normal. All reasonably known patient information is included in this report.